Manufacturer narrative:
This final report is being submitted under (B)(4). The following sections were updated/corrected: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11 e2, e3, g2. Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Batteries were in the correct orientation inside the pack. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the battery pack was damaged outside of surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available.